Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that her blood glucose was 342 mg/dl, and insulin history is as follows (B)(6) 2015: 8:57 am; bg mg/dl: pod activated; 9:28am bg: high (>250 mg/dl); 11:49; bg mg/dl: 463; bolus (u) 14, 2:16pm bg mg/dl: 305. On (B)(6) 2015: 3:41 am bg mg/dl 500 bolus (u): 15, 8:49am bd mg/dl: high; bolus (u): 10.55, 4pm bg mg/dl: 316 and 8:23 pm bd mg/dl: 366. The pod was deactivated and noticed that the cannula was dislodged.